Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the extraction of the right ventricular lead the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was recovering. Related manufacturer reference number: 2938836-2019-04999.